Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath by injecting deionized water into the flush lumen port. This was unsuccessful as water was observed to leak from the handle cap. Thus, leak testing could not be performed as the sheath could not seal pressure within the flush lumen line. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that during a pulsed field ablation (pfa) to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After preparing the device and introducing into the patient, the physician attempted to aspirate and continuously drew back air from within the sheath. The device was placed under saline and there was visible air and blood leaking from the valve. The sheath was replaced, and the same issue occurred. The sheath was replaced again with another lot, and the issue was solved. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during a pulsed field ablation (pfa) to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After preparing the device and introducing into the patient, the physician attempted to aspirate and continuously drew back air from within the sheath. The device was placed under saline and there was visible air and blood leaking from the valve. The sheath was replaced, and the same issue occurred. The sheath was replaced again with another lot, and the issue was solved. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.